Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that the procedure was to treat a mid rca lesion in an ami pt. The rx vision was implanted in the mid rca. Angiography was performed and something like thrombosis was observed in the anterior ventricular of the rca. An aspiration catheter was used to suction out the thrombosis. At this time, thrombosis was observed in the middle of the implanted vision stent. An attempt was made with the aspirator to remove thrombosis, but it was not successful. Ivus was performed to determine if this was thrombosis or plaque, but it was not clear. Attempts were made to resolve this with another company's 2.0x14 mm balloon, but failed. Another company's 3.0x14 mm stent was deployed inside of the rx vision, and the thrombosis cleared. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident info. It should be noted that per the instructions for use (IFU), this device is contraindicated for "pts who have experienced a recent (less than 1 week) acute myocardial infarction." Thrombosis, as listed in the vision risk assessment and vision IFU, is a known adverse event associated with coronary stenting and clinically acceptable in the view of pt benefit. This known pt effect is not necessarily an indication of a product quality issue. There was no reported device malfunction at the time of the procedure.